Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to normal device change out procedure, the right atrial lead exhibited low impedance. The right ventricular lead exhibited low impedance and high capture threshold. During procedure, the right atrial lead was capped and replaced. The right ventricular lead was repaired and remained implanted. The patient was stable throughout procedure.